Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent microswitch was replaced to resolve the reported issue. No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021.

Event description:
The hospital reported inability to switch from bag to vent mode during a case. The patient was manually ventilated. There was no report of patient injury.